Event description:
The trilogy ev300 USA device was returned for service for a field change order implementation. The unit was pulled out of service for failing active exhalation test. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve and proportional valve, to remedy the situation. The unit passed final test after repair. Current software version 1.05.10.